Event description:
The patient presented to the hospital with pleuritic chest pain. An echocardiogram revealed a pericardial effusion with a diagnosis of possible micro perforation from the right ventricular (rv) or right atrial (ra) lead. The rv lead also exhibited a post-operative rise in thresholds into a high range. Both leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed and no anomalies were found.